Event description:
It was reported that the user accidentally selected an affirmative response to seeing insulin drops during the supply change workflow and required assistance to return to the beginning of the process, after which the user successfully completed the supply change. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a use-of-device problem with no device problem found and no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.